Event description:
The pt had persistent problems with chest wall pain, discomfort and unhappiness with the pacemaker. Performed a generator change with implant of the generator down deep below the pectoral muscle. Subsequent to generator change, it was observed the atrial lead caused diaphragmatic stimulation. Physician elected to replace lead.